Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2015, a gore® acuseal vascular graft was implanted in the patient's left forearm in an arteriovenous access application. The graft was implanted in a loop fashion. It was reported the gore® acuseal vascular graft was cannulated. On (B)(6) 2015, the patient presented with a seroma. On (B)(6) 2015, fluid drainage was performed.